Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional bottom identified that the post had fractured off. Both pieces were returned. This device is used for treatment. A product history search identified 5 other complaints for this part and lot combination. Corrective and preventative action has determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be the previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.